Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the instrument was not reported in the procedure where it was used before. The instrument was received on the dirty side of the central reprocessing where it was washed for further disinfection and final sterilization, it was inspected, and everything seemed normal. The instrument was put into the termodesinfector machine to disinfect it. At the time when it was wrapped in surgical drapes for the autoclave, the reprocessing staff member identified that one of the cables of the wrist was broken, at that time, the instrument was immediately reported to the reprocessing central manager for the final report and to make the delivery to intuitive. Just to confirm, there was no incident reported in the procedure. There was no report of patient involvement.